Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl. Customer's current blood glucose of the customer was 132 mg/dl. Customer reported that reservoir lip ring cracked. The customer reports that reservoir was able to locked into the place. The customer experienced symptoms such as headache. The customer was treated with intravenous. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm noted. The motor was tested outside of the device and passed. Device responded properly to button presses. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had minor/deep scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).